Event description:
A 3.0 mm diameter x 15 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid circumflex lesion. The vessel morphology was reported to have been very tortuous with 90 degree bend at the origin of the circumflex/left main and moderately calcified with 90% stenosis (60% post ballooning). The lesion was pre-dilated with a 2.0 x 9 mm balloon made by another MFR inflated to 23-24 atm. It was reported that the lesion was difficult to wire due to tortuosity. The physician attempted to stent the lesion with several devices that could not cross the lesion. The 3.0 x 15 mm endeavor drug-eluting coronary stent delivery system was then inserted and was unable to cross the lesion. The stent catheter was withdrawn into the guide catheter and was removed. The physician decided to withdraw everything at the end of the procedure. Upon reviewing films, it was noticed that the endeavor drug-eluting stent had dislodged in the pt at the left main/circ area. The pt was put on iib/iiia thrombolytic medication and transferred to another facility where a coronary artery bypass graft (CABG) surgery was performed 4 days later. The pt is reported to be fine.